Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number: nim4cm01, serial number: unknown. H3: analysis results for product number nim4cpb1 were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm b17, fdr c20 and img g02030 codes are applicable for product number nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the device displayed patient interface malfunction as an error, even after fuses were swapped. There was no patient impact.

Manufacturer narrative:
In analysis fault was confirmed. Fault was due to ribbon cables not fully connected and secured. Reinserted ribbon cables and tested no anomalies occurred. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable for product number: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted fdc d16 code for product ID: nim4cm01 is no longer applicable and has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.